Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a cannula tip fracture. Functional testing was performed on the balloon, and it did not retain air due to holes on the balloon. Based on the condition of the returned unit, it is likely that the fractured cannula tip was caused by force applied during the procedure in combination with lipid exposure. The balloon damage was most likely caused by contact with another sharp object or instrument. The instructions for use (IFU) states, "do not allow sharp instruments or objects to come into contact with the balloon." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "unknown." Event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Distal end of cannula fractured. Report from the sales rep: the distal end of the cannula was deformed. Initial investigation report: the event unit was returned to us and visually inspected. The distal end of the cannula was fractured, but not missing(fig.1). The unit will be returned to amr for further evaluation. (B)(4)." Type of intervention: unknown. Patient status: "no patient injury."